Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt of a right ventricular (rv) lead, the lead was deployed and it dislodged four separate times. The mechanism looked to be functioning well when tested on the table and under fluoroscopy. The lead was not implanted. No patient complications have been reported as a result of this event.